Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An everflex stent was implanted in the right mid sfa. Approximately one month later the rutherford assessment was severe claudication, instent restenosis was confirmed and the patient was treated with an in .pact admiral drug coated balloon. Approximately 40 months post the index procedure the patient suffered restenosis of right sfa. No intervention was reported, the outcome is reported as continuing

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.